Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for urge incontinence and fecal incontinence. It was reported that the patient had a blow out of diarrhea which caused them to make 5 trips to the bathroom. They also stated they had discomfort in their pelvic area and on three occasions they marked it as having pain there. They were not sure if they were getting a uti or what was going on. The patient was advised to contact their doctor if the issues continued. It was unknown if they were resolved at the time of the report. Additional information was received. The patient reported they were not feeling well. They had a headache and had vomited. Contributing factors were unknown. They were advised to contact their clinician. The issue was not resolved at the time of the report. No further complications were reported or anticipated.

Event description:
Additional information was received from the healthcare provider. It was reported that the patient's uti was not related to the device and/or therapy. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.